Event description:
Customer reports experiencing a no flow. The reported condition occurred while attempting to access a plastic bag with an unknown medication. The bag was squeezed per label copy to initiate flow. The check valve was not inverted and tapped per label copy as the fluid never got that far. The drip chamber was half full. This incident occurred during priming. No patient injury or medical intervention occurred. No additional information occurred.

Manufacturer narrative:
Samples were not available for evaluation; therefore the reported condition of no flow could not be confirmed or duplicated and the assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. (B)(4).